Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection confirmed the leak. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the screwed connector of a prismaflex m100. No alarm was triggered. The event occurred during priming. There was no patient involvement. No additional information is available.